Event description:
The gas supply alarm was going off occasionally and the ventilator would alarm but not function accurately. Pt began having runs of svt and decreased oxygen saturations. Pt immediately taken off ventilator and bagged with ambu bag. Vent being held for check out by MFR. Vent quarantined. Unable to duplicate problem. With vent placed in calibration setting the accuracy of inspired and expired volumes out of tolerance.